Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 12mmx3mm, concentric target lesion was located in the mildly tortuous left circumflex artery (lcx). A 3.50x12mm promus element ¿ stent was advanced to treat the lesion, however, it was noted that the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).